Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with reports of experiencing a syncopal episode. While in the ER, it was found the patient was in intermittent heart block and the patient was immediately taken to the electrophysiology lab. In addition, there was intermittent oversensing of the atrial signals on the ventricular channel. Technical services (ts) was consulted for troubleshooting options. The patient underwent a chest x-ray and it was determined nothing had changed from the recent implant procedure which took place approximately six days prior. Subsequently, the patient underwent an right ventricular (rv) lead revision procedure as a result of the reported observations. The rv lead was successfully repositioned in the rv apex. No additional adverse patient effects were reported.